Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a ep spd2-us-070-320 spider fx to treat a calcified fibrous lesion in the left proximal mid distal common femoral artery, external iliac artery. Degree of tortuosity was moderate. Degree of calcification was moderate. Lesion length was 60mm. Artery/vein diameter was 9mm. Lesion location was a former surgical site, arteriotomy. A 8 destination sheath was used. Device passed through a previously deployed medtronic gps. Severe resistance encountered when advancing the device. Excessive force used. Buddy wire was placed with spider prior to removal and spider was pulled into sheath with intent to remove with the sheath, but the wrong wire was pulled and the spider remained. Spider basket detached within the vessel when forced to pull. Tacked to vessel wall. Remains implanted in patient with covered stent securing its location. Unable to retrieve with snare or biopsy forceps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.